Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during procedure (laparoscopic fundoplication), the picture with the visera elite iii video system center dropped out and the screen was black. It was noted, the device exhibited communication error e226, ¿do not continue to use otv¿ and ¿contact olympus¿ messages. The customer noted, the endoeye device that was used in this event was subsequently unplugged, and replaced, and the issue was resolved, and the operation was completed successfully. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.